Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons. No further information was provided. No additional adverse patient effects were reported. At this time, there is no indication of product return.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.